Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "physical damage" occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported that his sensor separated from the adhesive after deployment. The patient did not have another sensor to use. The patient was also wearing a tandem insulin pump. Later the same day, the patient stated he was ¿in and out of the ER multiple times¿ and then transferred to a different facility at one point but can no longer recall the details. His bg meter reading at the hospital ranged from 400-800 mg/dl and reached 1000 mg/dl at one point. The patient could not recall any of the symptoms he experienced or any of the treatment he received. The patient was discharged from the hospital after being there for more than 24 hours (specific length of hospitalization was not reported). No other patient or event details were available. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.